Event description:
The patient was unable to adjust her stimulation. The display was showing a "call your doctor" icon. There was also an end of service (eos) error code. Longevity calculations were performed to estimate the implantable neurostimulator (ins) battery life; it was estimated to be 2 months using the following setting: two 1x8 leads, 4 anodes and 4 cathodes each, with amplitudes of 7.0 and 7.9, pulse width of 450, and a rate of 50. Based on the settings, it was not normal end of battery life. It was determined that the ins should be replaced. The ins was replaced with a rechargeable ins. The patient tolerated the replacement well. The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.